Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, an episode of inappropriate shock was found on the device. The suspected causes of the inappropriate shock were suboptimal device programming, patient alcohol ingestion, and poor medication compliance. Technical services was contacted and recommended programming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.